Event description:
Related manufacturer report number: 2017865-2024-35433 it was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited high capture threshold. The rv lead was not used and replaced. Upon implanting the replacement rv lead, it exhibited high capture threshold as well. After multiple attempts of repositioning, threshold within range was obtained. The replacement rv lead remains implanted. The patient was in stable condition.